Event description:
It was reported that during the initial implant procedure adequate pacing could not be achieved, as the physician was unable to find an adequate left ventricular (lv) pacing sight for the lv lead. The lead was removed and the physician elected to upgrade the bi-ventricular (bi-v) system to a MRI compatible system as the patient had other health issues and may need an MRI in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).